Manufacturer narrative:
(B)(4). No samples were returned to the manufacturer. No lot number was provided for the hls set so the manufacturing date could not be determined. (B)(4).

Event description:
On (B)(6) 2013, the maquet sales representative was informed by (B)(6), that starting on (B)(6)2013 a patient on a cardiohelp system was experiencing difficulties after a surgery. The patient was on the system for approximately 4 days. After the patient was removed from the cardiohelp system the chief perfusionist removed the hls set from the cardiohelp and opened it up. Upon inspection of the hls he found "4 large, smelly clots obstructing the outlets of the pump (pre-oxygenator)." The serial number and article number were not provided for the hls set. (B)(4).